Event description:
It was reported while using bd vacutainer® plus citrate tube, 26 tubes were overfilled. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® plus citrate tube, 26 tubes were overfilled. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 17-dec-2025. Investigation summary: bd received 26 samples for investigation. Of these, 20 returned samples were used for functional testing. All 20 samples showed satisfactory results and were within specification. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.